Event description:
Device 4 of 4. Mfg report number: 1627487-2019-00874, 1627487-2019-00880, 1627487-2019-00882. It was reported that the infection is resolved.

Event description:
Device 4 of 4. Mfg report number: 1627487-2019-00874, 1627487-2019-00880, 1627487-2019-00882. It was reported that the patient is being treated with IV antibiotics.

Event description:
Device 4 of 4. Mfg report number: 1627487-2019-00874, 1627487-2019-00880, 1627487-2019-00882. It was reported that during a surgery for an ipg migration issue (mfg report number: 3006705815-2019-00235), an infection was discovered. The system was explanted on (B)(6) 2019.